Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed there were alerts for non-sustained right ventricular (rv) oversensing. It was observed this was related to oversensing of myopotentials. There was also found to be varying high and low voltage impedance, an increase in capture threshold, and a decrease r-wave amplitude. It was observed the patient had a ventricular tachycardia (vt) episode triggering an anti-tachycardia pacing burst, which appeared to not convert the rhythm, but the vt appeared to self-terminate. No intervention was performed. The patient had no symptoms related to this event.